Event description:
The doctor reported that implant was removed due to failure of osseointegration, approximately 40 days after the implant placement date. Oral hygiene around the implant site was moderate. Bone quality at surgical site was type 2. During the surgery, local infection was observed. Patient has since recovered.